Manufacturer narrative:
B1: added product problem, this was omitted from the initial report in error. D1: corrected brand name. D4: corrected catalog and serial number.

Event description:
A 33-year-old female patient with a history of coronary artery disease, diabetes mellitus, renal insufficiency, and dialysis received an impella 5.5 device for treatment of heart failure with cardiogenic shock secondary to cardiomyopathy. Prior to placement of the device, the patient had developed liver failure and acute kidney injury, indicating multiple organ dysfunction syndrome. During support, the patient experienced thrombocytopenia and hemolysis, most likely related to mechanical circulatory support combined with the severity of shock. The patient remained on impella support for 27 days, which was an off-label use of the device. Due to the severity of the underlying condition, the family elected to withdraw support. Death was conservatively coded to the impella 5.5 while most likely to be caused by the underlying disease and unrelated to impella.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.